Manufacturer narrative:
Correction: h6 codes were incorrect in initial report. H6 codes have been corrected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was brought to the electrophysiology lab for right ventricular (rv) lead replacement due to noise seen on the rv lead with pacing inhibition. The lead was capped and replaced on (B)(6) 2021. The patient was stable.